Manufacturer narrative:
(B)(4).

Event description:
It was reported the physician implanted a 25mm gore cardioform septal occluder to close an atrial septal defect. A couple hours following the procedure it was noted the patient had a pericardial effusion, which required draining. The patient was doing well and was released from the hospital the following day. It is unknown whether the pericardial effusion was device related or resulted from the use of an intracardiac echocardiography catheter during the procedure.